Event description:
A health care provider contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia on (B)(6) 2016 while on insulin pump therapy with blood glucose measuring 500 mg/dl. No symptoms suggestive of hyperglycemia were reported. Inaccurate delivery of insulin by the pump was alleged. No further details were reported. Animas customer support made several attempts to obtain additional information from the reporter; however, the reported did not respond. This complaint is being reported because there is an allegation against the delivery function of the pump associated with the patient experiencing a serious injury.

Manufacturer narrative:
Follow-up #1: date of submission 30-aug-2019. Device evaluation: the device has been returned and evaluated by product analysis on 26-aug-2019 with the following findings: during investigation, the pump was returned with a dim/pink screen. The pump passed all required testing for delivery accuracy. A compliant regarding inaccuracy delivery was reported on 4/11/2016 , according to the pump history the pump was in use for deliveries until 8/27/2017 . Therefore all delivery history has been overwritten for time of complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.